Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (unknown - 79 mg/dl). Glucagon injections were administered to address the bg level. The customer reported that the basal rate was set too high and was the cause of the low bg. The customer was to discuss the low bg events with a healthcare provider.